Event description:
On (B)(6) 2010, mother reported concern with infusion sets "kinking." This has occurred several times with the last 2 boxes of infusion sets. Mother reports infusion device will alert patient when there is kinking of infusion set. Mother is not sure if infusion device alerts with e4 occlusion or different error message. Patient was admitted to hospital ICU on (B)(6) 2010. Blood glucose was approximately 500 mg/dl and normal blood glucose is 100-150 mg/dl. Patient had a sinus infection and cold, as well. Mother reported patient was not getting insulin because of the kinking of the infusion set. Patient was diagnosed with diabetic ketoacidosis and was administered insulin IV to lower blood glucose. When error messages occurred, patient would change infusion tubing and successfully complete prime. Patient would then reconnect to infusion device and receive another error message 5-15 minutes later. Infusion set is changed every 3-4 days. Infusion headsets are inserted using insertion device. Infusion cannulas are not kinked when they are removed. Patient does reuse cartridges. Advised against this. Mother does not know if adapter has been changed. Follow-up was completed with husband, and it was verified that there were several e4 occlusion errors in alarm history. Adapter was last changed in (B)(6), 2010. Infusion set was replaced and requested for evaluation.